Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery and priming issues. The customer reported no adverse event. The event involved product(s) mmt-1780kl, unomedical, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2024 at 19:41:34.000 and at 19:42:58.000, two no delivery alarms were recorded. In addition, pump error 54 was recorded on (B)(6) 2024 at 13:30:11.000. File number: 32122/line number: 1421. Per software engineering log, pump error 54 is a software defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with serial number label missing and scratched case. In conclusion, customer concerns were not confirm during testing. Unit was tested successfully and no unexpected no delivery alarms noted. No anomalies noted during deconstructive analysis and unit functioned properly. However, pump error 54 was noted in history download review. Pe 54 is a software defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.